Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customers blood glucose level was 473 mg/dl. Due to a cartridge change error the customer was hospitalized and admitted to the intensive care unit for diabetic ketoacidosis on (B)(6) 2023. Customer was administered intravenous fluids of saline and insulin to resolve the issue. They were released from the hospital on (B)(6) 2023 with no permanent damage and the issue resolved. Customer was able to successfully load a new cartridge and continued to use the pump for insulin therapy.